Event description:
Technician alleged that the reverse trendelenburg will not engage.

Manufacturer narrative:
No info on the repair of this bed is available. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.